Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, the trocars were leaking every time. The sleeves and obturators were replaced and they still leaked. There was no adverse consequence to the patient.